Event description:
It was reported that the device was used during a laparoscopic bilateral tubal ligation. It was reported by the rep that the surgeon was passing an instrument through the 578sd trocar when an internal ring came off. The surgeon retrieved the ring from the abdominal cavity. He completed the procedure with the same trocar. There was no consequence to the pt.